Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg) of 900 mg/dl. Customer attempted to address high bg via a correction bolus and supply change. Customer was hospitalized and was treated with intravenous fluids, insulin, and supplements. The customer was released from the hospital on june 9th in stable condition with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer has since spoken with healthcare professional and was advised to switch infusion set from autosoft xc to varisoft.